Event description:
It was reported that patient's device showed high lead impedance on a normal mode diagnostics. Patient was sent for x-rays. No patient manipulation or trauma had occurred and patient did not show any clinical symptoms. Follow up information from the tc revealed that patient's system mode diagnostics also showed high lead impedance. Patient's device was turned off and he was sent for a consult with a surgeon. X-rays were done and physician did not see anything on it. X-rays will be forwarded to the surgeon and they were not available to manufacturer for further review. Patient's last good diagnostics were obtained in (B) (6) 2007 and no gradual increase in dcdc code was observed. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.